Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a prosthesis implant, the biosure ha screw broke while implanted. All fragments were removed. A back-up screw was available and used in the same bone hole in order to finish the procedure. Neither significant delay nor patient injuries were stated. As for surgical preparation, the patient had an average bone quality. An autogenous graft was used. Both tunnel size and tibial driller had 7 mm. All preparation instruments were s&n products.

Manufacturer narrative:
One (B)(4) biosure 7x30mm ha screw returned. The complaint stated: ¿the biosure ha screw broke while implanted.¿ dimensional inspection verified this as a 7mm product. The screw displays fractures, cracks and sharp edges. Two portions were returned. The symptoms are consistent with entanglement with another instrument or device. It is also consistent with excess torque applied as when unexpected bone density is encountered. Prep details were relayed but it was not specified which type of prep instruments were used although it was confirmed that they created a 7mm tunnel. Size is adequate for normal bone condition.